Event description:
The customer reported a full drop of clear fluid was coming from the probe of the coulter act diff 12 analyzer. The leak was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were associated with this event. There was no death, injury, or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
Service was dispatched for this event but was later cancelled. The field service engineer (fse) trouble shot the issue with the customer over the phone and determined that the leak was due to the probe wipe block. The customer stated that they replaced the probe wipe block after which no further leaks were observed. (B)(4). Fse trouble shot with customer on phone.